Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on the anterior side, fold crease, and total delamination of the valve. A leak test and microscopic analysis were performed which identified total delamination of the valve, one striated opening on the anterior, and wear abrasion. Based on the device analysis the final assessment was one striated opening assessed as surgical damage consistent with the use of a surgical tool, and total delamination of the valve assessed as adhesive failure. Reason for reoperation: capsular contracture, baker grade "ii/iii", deflation, and delamination.

Event description:
Healthcare professional reported "left side deflation and capsular contracture, baker grade ii/iii¿. Additionally, healthcare professional reported "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and deflation.

Event description:
Healthcare professional reported "left side deflation and capsular contracture, baker grade ii/iii¿. Device has been explanted.